Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced biomaterial in the pump and low flow output. The pump was explanted. No patient harm was reported.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. Low pump flow: the returned pump was inspected and there were no physical abnormalities. The pump had biomaterial wrapped beneath the impeller, blocking the purge gap and some around impeller blades. The logs show a sudden loss of flow calculation and spike in placement signals with no change in motor current or cvp readings. Clinical mentioned this occurred after thoracentesis procedure. A swan was also placed after rp flex implant. Issue may be as a result of possible device interaction with the differential pressure sensor. It is unknown if any lines or devices were present at the the time of issue or how close they were to pump sensors. The root cause of the low pump flow was not determined as limited clinical information was provided to confirm possible root cause thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-29993.